Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, the customer used fiasp brand insulin which is considered off label insulin. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer resumed insulin, however, occlusions continued and a replacement pump was sent to the customer to resolve the issue.